Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The unit was re-calibrated to resolve the reported issue.

Event description:
The hospital reported the unit would not switch from manual ventilation to mechanical ventilation during a case. The user then switched to pressure control ventilation mode, then back to ventilator control ventilation mode which resolved the issue. There was no patient injury.